Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt said the wicks torn his skin when removed; not using at the moment. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. Per additional information received via phone on (B)(6) 2025, it was reported medical intervention was provided and using pw again.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: warnings: do not use on irritated skin. Examples include, but are not limited to, rashes, skin tears, or blisters. To avoid potential skin injury, never pull the device directly away from the user. Always peel in the direction from head to foot. Stop use if an allergic reaction occurs. Precautions: not recommended for users who: have skin irritation or breakdown at the site. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said the wicks torn his skin when removed; not using at the moment. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided. Per additional information received via phone on 23dec2025, it was reported medical intervention was provided and using pw again.